Manufacturer narrative:
(B)(4).

Event description:
It was reported that an 840 ventilator had a power supply malfunction, patient involvement is unknown.

Manufacturer narrative:
Covidien reference number: (B)(4). A covidien field service engineer (fse) inspected the device and verified the reported condition. In order to address the reported failure, the power supply was replaced. The fse performed extended self-testing on the device and all tests passed.